Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was intermittently unresponsive. There was no reported adverse impact to the customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.